Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.h6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2022 approximately 7 years and 9 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
D10. Concomitants: 2404092 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t 2877650 200-02-29 - three peg patella 29mm 33039 203-96-01 - (11-2222) saw blade new stryk (.050) 3738543 02-010-01-0330 - logic femoral ps cem right sz 3 43326 203-96-03 - (11-2216) saw blade new stryker (.050) these devices are used for treatments, not diagnosis. There is no other information available.